Event description:
The customer reported the ventilator went vent inop while in use on a pt due to an oxygen motor error. Vent inop will stop providing ventilatory support to the pt. The customer reported there was no pt harm.